Event description:
The physician performed the following procedure due to a flash related traumatic macular hole in right eye, reducing vision to 20/200: 25g pars plana vitrectomy, indocyanine green assisted membrane peeling, fluid air exchange, and injection of 30% sf6 gas (right eye). 25g sclerotomy sites x2 were used as well as one 20g site. The 20g site was closed w/7 ovicryl. According to surgeon, sf6 gas dissipated faster than it should, which could have resulted in the failure of the macular hole to close. A second surgery was performed by the same physician approximately 5 months later for macular hole, right eye. Surgery: 23g pars plana vitrectomy, fluid air exchange, injection 20% c3f3 gas right eye. Outcome unknown.